Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot/serial #: (B)(6), h3) the camera was returned for analysis. The returned camera contained scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2019. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The camera failed an accuracy test (aak) at .736mm with a passing threshold of .250mm. This camera had not previously been returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: update - please see section d3. H2: please see section d4 for the complete UDI. H2-h6: a manufacturer representative went to the site to test the equipment. Testing revealed that the localizer was faulted and hardware was replaced. Codes b01, c08, and d02 are applicable to this analysis. H2: event occurred in a foreign country. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, g2: this event occurred in japan, see section e. H6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product was returned to medtronic due to the end of the lending period. Localizer faulted was confirmed during the acceptance inspection. There was no patient involvement